Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however it is a similar product to reply models already approved in the u.s.

Event description:
The subject device was implanted on (B)(6) 2014; during the last follow up (dated (B)(6) 2016), it was not possible to read the device memory. However, by re-interrogating the device, memory could be read without any issues. The physician found the device programmed with as shipped values.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however it is a similar product to reply models already approved in the u.s.

Event description:
The subject device was implanted on (B)(6) 2014; during the last follow up (dated 15 apr 2016), it was not possible to read the device memory.